Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer attempted correction boluses via the pump and sometimes used a manual injection with a humalog pen. Reportedly, the customer was using cold insulin and not cycling the cartridge. Tandem clinical support educated the customer that cold insulin and not cycling the cartridge are off label per the tandem user guide. Reportedly, the customer continued to use pump for insulin therapy.